Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v836134, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a gradual loss of therapeutic effect. As a result of the event, the patient had a replacement where a new lead and neurostimulator were placed. The patient was reported as alive with no injury. Additional information received reported that the patient was healthy and implant free.